Event description:
It was reported during the patient's trial procedure to implant a lead; intro-operative testing revealed an invalid impedance reading. Subsequently, the physician removed the lead and implanted a new one. The procedure was extended by approximately 5 minutes. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.